Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported event as the programmer works normally. Review of the provided files is still ongoing, results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2025, the programmer freeze multiple times during interrogations. The battery is removed to reboot the tablet.

Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported event as the programmer is working correctly and that no freeze occurred. Review of the extracted files shows that 2 implants interrogations were performed on (B)(6) 2025 on two talentia, and no errors or freezes are visible. All program commandes and inputs were successful, and both sessions ended normally. However, we can see that the battery was removed after the two sessions. The main origin of the reported event could not be established with certainty. The most probable hypothesis is that a display issue regarding the user interface caused the reported event. No general malfunction is suspected with the devices. This case is retained and utilized for trend purposes. MDR correction: device update smarttouch tablet is replaced by smarttouch softwares modules according to investigation results.

Event description:
Reportedly, on (B)(6) 2025, the programmer freeze multiple times during interrogations. The battery is removed to reboot the tablet.